Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that during a procedure the z-rotation cover fell. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation philips has confirmed that the l-arm cover did not fall but was retained by the safety chain. The diagnostic vascular procedure was completed successfully after a short delay. The onsite biomed of the hospital replaced the l-arm cover and the system was returned to use in good working order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.